Manufacturer narrative:
Final device analysis reveals catheter/guidewire lengths out of specification with one another. Results code - used for catheter.

Event description:
The MFR's rep reported that during surgery to implant a drug pump and catheter system, the hcp was unable to thread the catheter due to guidewire not reaching inside the tip of the catheter. This catheter was not implanted. The surgery was completed using another catheter. Same as MFR's report #: 6000030200601113.